Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed. Additional evaluation findings: the flexibility adjustment ring, grip, scope cover unit, scope case unit, plug unit and switch box had a scratch, water droplets left around objective lens were shown in the image due to adhesives around objective lens that was chipped, normal water supply was not performed due to clogging of the jet tube, bending angle in up direction does not meet the standard value due to wear of the angle wire, jet tube had foreign objects, objective lens and light guide lens had a crack, bending tube was deformed, connecting tube was snaking, and universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a clouding of the lens (seen as a ring on the screen). There were no reports of patient harm. During testing and inspection of the returned device, the jet tube had a foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The foreign material likely remained in the device since the handling of the device (reprocessing) was deviated from the instruction manual. The event can be detected and prevented by handling the device in accordance with the instructions for use which state: - gif/cf type 165 series operation manual chapter 3 preparation and inspection. - gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.